Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic aneurysm extending from the distal aortic arch to the descending thoracic aorta (its diameter was 74mm prior to the procedure), using two gore® tag® thoracic endoprostheses (tgt3115/8594510, tgt3720/7674276). Prior to implantation of the stent grafts, a right axillary-left common carotid-left subclavian artery bypass procedure was performed, maintaining blood flow to the branch arteries of the aortic arch. Two stent grafts were then deployed from the left common carotid artery. The procedure was concluded without endoleaks revealed. On (B)(6) 2011, the patient was discharged of the hospital. Aneurysm diameter has been enlarged to 90mm at the time of hospital discharge. Endoleaks had not been revealed. On (B)(6) 2011, the patient expired suddenly. Detail information including a cause of death was unknown. Additional information regarding the patient¿s death has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.